Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04136 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen post-procedure and was doing well. The patient was last seen by the physician (B)(6) 2012, in which the patient complained of pelvic pain. The patient was referred to a specialist. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.